Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that before opening the actual product package of the subject device, there had been hair mixed in with the suction button inside the sterilization bag. The issue was found during inspection for use and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Corrected fields: d4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign object was not properly cleaned in the general area or clean room and were then sealed in sterile packaging with the foreign objects still attached to the parts and units. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.